Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the failure to recognize an open door state. Service evaluation verified the idea finding of the device's failure to recognize an open door state. The cause was identified to be the lower latch switch was stuck in the "closed" position. The lower aux was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a spectrum pump, returned for recertification, it was identified that the device failed to recognize an open door state. There was no patient involvement. No additional information is available.